Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8500rbe, round burr, 8 flute, 5.0 mm x 13 cm, batch number 15404853, was received for investigation. Visual inspection noted significant surface damage to the inner attachment as well as the circumference of the outer hood. The most likely cause for the reported failure can be attributed to user error, due to insufficient fluid flow during use and/or prying/leveraging the attachment during use. Directions for use (dfu) disposable arthroscopic shaver blades, burrs, powerpick, powerasp, nanoresection and shaverdrill devices: e. Warnings 5. Failure to use this device in accordance with the directions for use below may result in device failure, render the device unsuitable for its intended use, or compromise the procedure. F. Precautions 7. Excessive "side-loading" on the device during use does not improve cutting performance and, in extreme cases will cause irreversible damage to the device. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation. Refer to investigation photos. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2nd sep 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-8400rbe, round burr, 8 flute, 4.0 mm x 13 cm, and 1 unit of ar-8500rbe, round burr, 8 flute, 5.0 mm x 13 cm, the spherical grinding head were shedding a large amount of chips. Both ar-8400rbe and ar-8500rbe encountered the same issue. This was detected during an ankle arthroscopy surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-8400rbe and ar-8500rbe. There were no patient harm and no secondary surgery needed.